Event description:
Based on the information received following submission of the initial report, suspect product was not the consumable pak for the reported event and this event (air leaked from the infusion line during surgery. The surgery was completed without product replacement) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
Based on the information received following submission of the initial report, suspect product was not the consumable pak for the reported event and this event (air leaked from the infusion line during surgery. The surgery was completed without product replacement) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report number: 1644019-2024-00805. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that air leaked from the infusion line during surgery. The surgery was completed without product replacement. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).